Event description:
During a robot-assisted mitral valve repair a cor knot device (lot 831024) misfired, cutting a suture in the valve annulus without crimping the fastener. The suture was removed and replaced. The surgeon was performing the operation at the robot console, while pa-c, assisted from the field.